Event description:
High rv (right ventricular) lead capture thresholds noted, measurement consistent with historical values, however cannot confirm rv capture on magnet egm (electrogram). 23 ventricular high rate episodes, most recent on (B)(6) 2024. Difficult to determine rhythm, no rv egm available for review. Possible over sensing on the rv lead. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).